Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of the motor over temp alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated console. A review of the log file showed events spanning approximately 68 days 17apr2020 ¿ 24jun2020 per time stamp). On 18apr2020 at 18:56, the m6 fault activated and was able to be muted. The m6 alarm was cleared at 19:58. The flow and speed remained stable. There were no other notable alarms active in the log file. The centrimag motor was evaluated and tested. A functional test was performed, and no anomalies were found. The motor was run at a speed of 5000 rpm with a flow of 9 lpm for 4 days and functioned as intended. The speed was decreased to 1000 rpm with a flow of 1.5 lpm and the motor was run for 8 days and functioned as intended. The resistance of the motor cable was measured, and no anomalies were found. The reported event was unable to be reproduced. The motor was returned to the customer. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Additionally, the 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" also contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 3003306248-2020-00033. It was reported that the centrimag console alerted with the message "motor over temp". The motor was working but felt hot to the touch. The console and motor were exchanged for backups the next day.